Event description:
Customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the synchron® lx®I 725 clinical system for one patient.a patient sample when tested for accutni gave a result of 30.05ng/ml and repeated at 0.03ng/ml and when repeated on a different instrument, it gave a result of 0.01ng/ml. The erroneous result was reported outside of the laboratory.the customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was li heparin plasma.qc is performed every 8 hours and was within the customer's established ranges prior to and after the event. A system check performed on (B)(6)2010 was within specifications.a field service engineer (fse) was on-site (B)(6)2010. Fse performed a diagnostic system check, which failed. Fse cleaned the wash carousel and replaced two bearings that appeared worn. System check was repeated and passed within specifications.